Event description:
It was reported that during a post implant follow up the right atrial lead was confirmed to have dislodged from the atrial septum to the right atrial appendage. This movement was confirmed through fluoroscopy. A repositioning procedure was performed, however the lead would not retract during placement. A new lead, same model was used to complete the procedure. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body appeared severed at 52mm from the terminal pin, 2 segments returned, total length = 522mm. No anomalies found at the electrode tip. Blood/body fluid was noted in the helix housing and in the neck region. Given this observation a helix mechanism test was unable to be performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body appeared severed at 52mm from the terminal pin, 2 segments returned, total length = 522mm. No anomalies found at the electrode tip. Blood/body fluid was noted in the helix housing and in the neck region. Given this observation a helix mechanism test was unable to be performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Updated section b2 and e1.

Event description:
It was reported that during a post implant follow up the right atrial lead was confirmed to have dislodged from the atrial septum to the right atrial appendage. This movement was confirmed through fluoroscopy. A repositioning procedure was performed, however the lead would not retract during placement. A new lead, same model was used to complete the procedure. No additional adverse patient effects were reported. This lead has since been received for analysis.

Event description:
It was reported that during a post implant follow up the right atrial lead was confirmed to have dislodged from the atrial septum to the right atrial appendage. This movement was confirmed through fluoroscopy. A repositioning procedure was performed, however the lead would not retract during placement. A new lead, same model was used to complete the procedure. No adverse patient effects were reported. This lead has since been received for analysis. The investigation is currently in process. An updated report will be provided once product investigation has been completed.